Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission # k083689, k142596, k191910.

Event description:
According to the event description: "therapy start date (dd / mmm / yyyy) :" (B)(6) 2025 "therapy start time. (24 hour format , hh:mm) :" 16:07 incident drug name : octreotide incident drug concentration (with dilution units) : sodium chloride 0.9% infusion 60ml prescribed vtbi (volume to be infused, ml): 60ml prescribed dose or rate (ml/hr): 6ml/hr. On (B)(6) 2025, ssn peng dandan (morning ic) was performing cannula insertion for the patient. During routine check of IV octreotide infusion balance post-procedure, she discovered volume discrepancy (30ml was notice instead of 43 ml as indicated). Ssn dandan immediately stopped the infusion. Informed ssn christine joy (afternoon ic) to confirm the setting. Both nurses replaced the pump with a new unit".

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). History inspection: on the (B)(6) 2025, the reported date of occurrence, the infusomat space was in an ongoing vtbi therapy. This therapy started on the (B)(6) 2025. The therapy was stopped on the (B)(6) 2025 at 04:31am and a tube change was performed on the pump. After the line "space line" was selected a new vtbi of 40ml were set, the therapy was started again with flow rate of 6ml/h. No technical malfunction occurred during the therapy. Visual inspection: the cover caps on the screw pillars, and the production seal on the lower housing were intact and undamaged. The device is in a clean state and no visible damage are to locate. Functional inspection: the device passes the self-test. A space line was inserted, the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. Pressure inspection: in checking the downstream-sensor the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The electronic pressure cut-off was checked: pressure stage 2: 0,61 bar (should be: 0,1-0,7 bar). Pressure stage 9: 1,4 bar (should be: 0,8-1,4 bar). The mechanical pressure cut-off was checked: pmax: 1,94 bar (should be: 1,8-2,5 bar). Pmin: 1,62 bar (should be: >1,5 bar). Safety clamp was checked: pmin: 1,71 bar (should be: >1,2 bar). The device matches the required values and standards. Flow rate inspection: a delivery accuracy measurement was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of -1,98% (accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24). All measured values are within our specification. Disassembly: no visible damage or liquid residue were found inside the device. Conclusion: the defect could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.